Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a loss of capture (loc). A lead revision was performed and the lead was replaced successfully. There were no adverse patient effects reported. The lead will not be available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.